Event description:
A physician reported with a description of intraocular lens (iol) was broken. The product was not applied on the patient. Additional information has been requested.

Manufacturer narrative:
The used device with the lens was returned loose inside the carton. The plunger lock was in place upon return, and the lens stop was removed. The plunger was oriented correctly. Inadequate viscoelastic was observed inside the device. The plunger was located in the barrel of the device. The lens appeared to have been replaced incorrectly (posterior surface up) into the loading area. One haptic distal area was improperly placed and was bent in the closed lens door. The other haptic was folded toward the optic edge. The nozzle tip was slightly bent in the beveled tip area. The lens did not appear to be broken. The lens was removed from the loading area and cleaned with klrp for further evaluation. The haptics relaxed into the original positions after cleaning. The posterior optic surface has a small scratch located near the optic center. The lens was not broken. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported damage of "broken lens" was not observed. The used lens appeared to be replaced incorrectly (posterior surface up) in the loading area upon return. The plunger appeared to have been retracted with the plunger lock added to device for return. A small scratch was observed on the posterior optic surface. An inadequate amount of viscoelastic was observed in the device. The instructions for use (IFU) instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).